Event description:
The device was unable to increase or decrease the energy selection. The device was able to adjust the energy selection via the attached defibrillator paddes. Complainant did not indicate that there was any pt involvement.